Manufacturer narrative:
(B)(4). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. The user facility is foreign; therefore a facility medwatch report will not be available. Report source ¿ (B)(6).

Event description:
It was reported the patient's oral cavity was breached during implantation of a temporomandibular joint prosthesis. The implantation was abandoned and the patient was treated with antibiotics for six weeks with the plan to resume implantation at a later date. Fifteen days after the initial surgery, necrosis of the mandible bone required removal and any future implantation was postponed indefinitely. No additional patient consequences were reported.

Event description:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The complaint is confirmed as the devices were returned in a biohazard bag. The design vendor conducted an investigation and provided the following report: this case was designed as a bilateral tmj surgery with vsp orthognathic occlusion adjustment. The ramus angle size/reconstruction and screw positions/number were approved by the surgeon by a preliminary design and subsequent revisions. Screws were designed to avoid any tooth roots or nerves to avoid infection in those areas. The mandible marking guide provided for surgery had these locations marked. The patient was scanned on (B)(6) 2019 and all parts were shipped to zimmer biomet on (B)(6) 2019. Furthermore, the patient was 13-14 years old at the time of the scan and surgery and could have contributed to new bone growth during the time of being scanned and having surgery. The device was correctly designed by 3ds and did not contribute to the contamination of the oral cavity on the patient's left hand side. Due to the complex tmj anatomy in the young patient the surgery could not be complete[d]. The DHR for this device was also reviewed, no non-conformances were found. There are no indications of manufacturing defects. For all patient matched tmj implants (tmjpm-xxxx) in the previous one year (from the notification date) regarding being unable to complete the surgery due to fitting/placement issues in a young patient, there is a complaint rate of 0.31%. The most likely underlying cause is due to a patient condition. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. The following fields were updated: b4 date of this report. B5 describe event or problem. D10 device availability. G4 date received by manufacturer. G7 type of report. H2 follow up type. H3 device evaluated by manufacturer. H6 method code. H6 results code. H6 conclusions code. H10 additional narratives/data.